Event description:
A depuy mitek sales agent is reporting a surgeon contacted one of his reps to report that one of his patients had a reaction to the mitek devices that were implanted. More information about the event has been requested such as if the devices are going to be explanted, culture results. The surgeon indicated the following devices were involved in the procedure: healix br (3), versalok (2), lupine (1), and expressew 2 needles. See also associated mdrs 1221934-2009-00106, 1221934-2009-00107, 1221934-2009-00108, 1221934-2009-00110, 1221934-2009-00111, and 1221934-2009-00112.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had is had and evaluated those results will be the subject of the follow-up report.